Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a high blood glucose (bg) level of 454 mg/dl and was corrected. During troubleshooting with tandem customer technical support (cts), the settings in the pump were noted to have been entered incorrectly. Cts assisted the customer with entering the correct settings.